Event description:
It was reported that pump is alarming no disposable and pump won't run. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is patient/consumer.

Manufacturer narrative:
Other, other text: b5: initial reporter occupation was updated to non-healthcare professional on (B)(6) 2022. The information was provided in the notification email. (B)(6) 2022 is the date the missing initial reporter occupation was discovered).